Event description:
It was reported that when the carrier was removed, the silicone adhesive did not remain on the film and removed with the carrier from the film, so it was impossible to use. Backup opsite flexifix gentle was used for treatment. No delay was reported.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable causes include storage temperature, and or product failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.